Manufacturer narrative:
Follow-up #1 date of submission 02/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a black box review contains no information from the reported failure date, it was overwritten due to the continuous use of the pump, no activity outside normal use observed in the available data. Total daily insulin deliveries add up correctly and reveal the user's programmed basal rates target. The pump powers up, and was exercised for 24 hours, no alarms occurred during testing. The pump passes a 29 hour flow accuracy test and found to be delivering within specifications. Opened the pump, the power flex and the force sensor circuit were tested for intermitting conditions or damage, no defects were found, no moisture ingress observed inside.

Event description:
On (B)(6) 2012, the patient claimed her blood glucose was elevated between 400-500 mg/dl. Reportedly, she had symptoms described as lethargic and like she was going to vomit. In addition, the patient stated that she has been taking bolus insulin all day but her blood glucose has not decreased. During troubleshooting, the animas representative walked the patient through adjusting her max daily dose from 70 units to 122 units. Her blood glucose at the time of training was 350 mg/dl. There was no issue at the skin sites. The patient refused to complete troubleshooting at the time of concern. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because elevated blood glucose and symptom that can be suggestive of hyperglycemia while her high blood allegedly did not respond to insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.